Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated to 3mm to occlude the vessel. The physician was observing the monitor and the occlusion balloon was deflating. The device was removed and the patient is reported to be fine.